Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the cortscr 4.5 self-tap l40 sst (p/n: 214.84, lot #: 4l48785) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken and broken fragment was not returned. There were scratches and nicks on the head of the screw consistent with implantation and explanation. No other issues were identified with the returned device. The device failure/defect is identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the cortscr 4.5 self-tap l40 sst (p/n: 214.84, lot #: 4l48785). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 214.840, lot: 4l48785, manufacturing site: mezzovico, release to warehouse date: may 10, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 214.840, lot: 4l48785, manufacturing site: mezzovico, release to warehouse date: may 10, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review a DHR review could not be performed for this pi. There is no record of this lot number in sap. Please confirm / correct the lot number and resubmit. Jul 30, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that on an unknown date, a patient presented to the physician with pain. An x-ray requested on (B)(6) 2020 showed one (1) broken screw in the patient. Revision surgery will be scheduled to remove the broken screw. There is no further information available. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unk - screws: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: device history lot: part: 214.840, lot: 4l48785, manufacturing site: mezzovico, release to warehouse date: may 10, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed since a screw was observed to be broken into 2 pieces in the images provided. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the initial implant date is (B)(6) 2020. Hardware removal procedure was performed on (B)(6) 2020. Patient outcome is reported as stable after the procedure. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity# 1), unknown screws (part# unknown, lot# unknown, quantity# 14). This report is for one (1) cortscr ø4.5 self-tap l40 sst.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: exact date of postoperative screw breakage is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.